Manufacturer narrative:
(B)(4).

Event description:
It was reported during insertion of the chloragard nursing PICC, the clinician noticed the dilator "trumpeted" and they were unable to advance the sheath. It was noted this caused add'l trauma to the access site and vessel and caused add'l bleeding. As a result, a second tray was opened for a new dilator sheath assembly which was placed successfully. There was no delay in treatment and no pt death or complications reported.